Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported poor communication. There were no symptoms reported. Additional information from the patient reported she was using alkaline batteries and it was still not working. The patient stated it was not working with or without the antenna. The patient stated her replacement patient programmer was doing the same thing as the original patient programmer did, show poor communication. The patient reported that it stopped working in (B)(6) and was not giving her bladder control. There was no electromagnetic interference (emi) that could be related to the issue. There were no trauma or falls related to the issue. The patient noted she did gain some weight. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.